Event description:
It was reported that (2) devices were used during a video assisted thoracic surgery. It was reported by the affiliate that the et45b was used. A tissue was torn beside the staple line and a leak was found. Some staple malformation was found. Another instrument was used to complete the case. There was no consequence to the patient.